Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2015 a customer reported an unexpected high result when testing on inratio. The inratio inr=3.3 but no other results were provided. The patient self tester's therapeutic range is: 2-3. The patient self tester indicated that he had accidentally left a used test strip in the monitor from the week before and wondered if that could damage the monitor. Technical service representative tried on a couple occasions to follow up with the patient self tester to obtain further testing results; unable to reach the patient self tester or leave a voice message. More results were provided by the distributor on (B)(6) as follows: (B)(6) 2015 inratio inr=2.6, (B)(6) 2015 inratio inr=2.6, (B)(6) 2015 inratio inr=1.9. The distributor rep, (B)(6), stated that all values were within range for the patient self tester according to what the doctor has indicated. She did not think that the doctor had altered patient self tester's medication based off of any of these values. Neither the patient self tester or the physician have expressed any concern regarding these values.

Manufacturer narrative:
The customer did not provide a reference value for comparison. The accuracy of the customer's inratio result cannot be determined without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house testing on strip lot 355824 met release criteria. The product performed as expected. A review of the manufacturing records for lot 355824 did not uncover any relevant non-conformances. The lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.